Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead body appeared to be bent. Further analysis revealed that the inner conductor coils were fractured 33 cm from the terminal pin. The reported loss of capture (loc) was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this left ventricular (lv) lead had moved from its original placement and exhibited loss of capture (loc). The lv lead was explanted and replaced. No additional adverse patient effects were reported.